Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events and a call service 088 watchdog alarm. The returned battery cap was found to be undamaged and able to properly secure to the pump. The battery cap contact height and width measurements were found to be within specification. The battery compartment was found to be cracked below the grip pad. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues.  The pump cover was removed and there was evidence of moisture ingress on multiple printed circuit board components. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.